Manufacturer narrative:
(B)(4). A request for the return of the actual sample has been made. Should the sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The patent reported to baxter (B)(4) that after connecting the minicap, to the transfer set, it leaked a small amount of betadine via tiny cracks. The patient replaced it with a new one. There was patient involvement, however no injury was reported with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the crack in the minicap was confirmed; however, the reported leak could not be duplicated during testing. Visual inspection was performed on the sample and a visible crack, above finger grip area, was found. However, the minicap passed all functional testing. Therefore the root cause could not be determined. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.